Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, wrong drawer opened when issuing medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of actual device used in this incident, it was determined that the wrong drawer was opened when issuing the medication. A technical support specialist (tss) was able to remotely access the system and confirmed that there were no issues with the zones or the drawer population. The customer attempted to issue the medication again and this time, the correct drawer opened without any issues. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, wrong drawer opened when issuing medication. There were no adverse events or injuries reported due to this event.